Manufacturer narrative:
Additional information: a4, b5, and h6.

Event description:
New information received notes that programming interventions were made. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with false high ventricular rate episodes caused by far p wave over-sensing recorded by the pulse generator. Programming adjustments were discussed; however, no interventions were reported. There were no patient symptoms reported.